Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap gastric bypass procedure, the needle fell out of the device while toggling. The needle fell into the patient cavity and was retrieved. A new reload was opened to finish the case without further issue. No adverse events have been reported. Product analysis results, if available? (Customer response letter).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. One needle was received. The visual inspection of the needle noted witness marks on each of the cones and around both of the loading slots. The needle was loaded onto a pmv suturing device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. After further visual inspection, some witness marks were noted on the cones and around the loading slots. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the witness marks noted. The IFU states, ¿toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device.¿ should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.